Event description:
It was reported that the image quality on the 2500 system is poor. It was noted that the biomed looked at the system and stated that in the 12 inch mode, he can see 24 line pairs on a mesh tool. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.